Event description:
It was reported that the customer was hospitalized for non-diabetes related issue. Caller stated that while the customer was in the hospital he developed high blood glucose of 256 mg/dl. Caller stated that the insulin pump buttons were not responding. The insulin pump was removed in the hospital and he was treated with insulin drip and an insulin pen. Nothing further was reported.

Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad traces. Unit had scratched display window, cracked case at display window corners and reservoir tube lip.